Event description:
The customer reported to olympus, the suction valve was stuck in the suction channel. The issue was found during maintenance. The device was intended to be used in an unknown diagnostic procedure, which was completed with a similar device. There were no reports of patient harm. Inspection and testing of the returned device found the suction button did not come off, a foreign object was caught in the suction channel, and foreign material was attached between top and spring. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Patient identifier: (B)(6). Captures complaint on (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: h6 and h10. The manufacture date cannot be identified at this time since the serial/lot was not provided. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, there was deviation from the instructions for use (IFU) in reprocessing steps for the location where the foreign material remained. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection - gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope -gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) - gif/cf/pcf-290 series reprocessing manual chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.